Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device was dropped while the user was getting out of bed, resulting in a cracked screen and an inability to unlock or use device functions, while blood glucose was reported as 133 mg/dl and blood glucose control was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to health or hospitalization. Investigation included customer service triage and instructions for data synchronization and device shutdown prior to return. Investigation of this device revealed damage to the device¿s user interface/display consistent with physical impact, rendering the device inoperable for user interaction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.